Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that the mitraclip system instructions for use (IFU) instructs the user after closing the clip to 60 degrees to lock the clip under section 10.0 ¿closing the clip and evaluating clip position¿ step 10.1. All available information was investigated, and the reported unintended movement associated with clip unable to establish final arm angle (efaa) appears to be related to the user error of not locking the clip at 60° prior to performing the efaa test. The unintended movement of the delivery catheter shaft appears to be related to user technique/procedural circumstances. The reported device damaged by another device (causing damage) appears to be related to procedural conditions, and due to the third clip interacting with the first implanted clip, causing the implanted clip to detach from both the leaflets. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report numbers.

Event description:
This is filed to report device causing damage and unintended movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a posterior flail. An xtr clip (00410u134) was inserted and the leaflets were successfully grasped; therefore, the clip was attempted to be deployed. However, when pulling the actuator knob, the mandrel retracted approximately 15cm. The physician then completely removed the mandrel, but the clip was still attached to the delivery catheter (dc) shaft. Troubleshooting was performed and the clip was able to be deployed. To further reduce mr a second clip was successfully implanted medially of the first clip. However, two minutes after deploying the clip, the first clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a third clip (00521u131) was inserted, but when advancing the clip, it became caught on the first implanted clip. The clips were able to be detached from each other, therefore, the third clip was attempted to be implanted. However, it was noted that the physician did not lock the clip at 60 degrees. This caused the clip to open while establishing final arm angle (efaa). The clip was re-opened, but at this point, the clip jumped in a medial position, and was now in between the two implanted clips. It was noted that the leaflets were unable to be grasped as the slda clip was now lying in a horizontal position. The third clip was brought back into the left atrium (la) and was repositioned laterally of the two implanted clips. However, while advancing into the left ventricle (lv), the third clip again came in contact with the first xtr clip. The third clip was again inverted and retracted into the la, however, at this time it was noticed that the first xtr clip had now complete detached from both leaflets, and had become attached to the delivery catheter shaft of the third clip. It was noted that the completely detached clip caused damage to the leaflets. The physician then performed an additional transseptal puncture, and successfully snared the first clip. The clip was able to be removed without issues. The third clip was then successfully implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.